Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. From the operative and histological examination, it is possible that reduced performance of the valve was attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information (through literature review in the journal of thoracic and cardiovascular surgery) that this bioprosthetic valve was explanted after 18 months implant duration due to symptomatic aortic insufficiency. A repeated echocardiography revealed a moderate to severe increased peak gradient (76mm/hg) with restricted leaflet mobility. Intraoperatively, the leaflets of the bioprosthesis were reported to be thickened and fibrotic. Histopathologic exam reported fibrinoid material on the surface of the leaflets. The valve was successfully replaced with a mechanical valve, with no reported patient complications.